Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The valve was successfully implanted at a depth of 4mm and 4mm. The patient had delayed stroke next day with a duration of 3 days. The patient was reported hospitalized for 6 days. The patient was put on observation and magnetic resonance imaging (MRI). The patient was reported recovering.

Manufacturer narrative:
It was reported that on the navitor valve was successfully implanted at a depth of 4 mm; the patient had delayed stroke next day. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported stroke could not be conclusively determined. The patient was put on observation and magnetic resonance imaging was performed. The patient was reported to be recovering. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect: clinical code: health effect: impact code: 4614 serious injury/illness/impairment.

Event description:
N/a.